Manufacturer narrative:
Stryker evaluated the customer's device and did not duplicate the reported issue. Stryker determined the batteries not being fully seated was the cause of the reported issue. The device passed functional and performance testing and was returned to service with the customer. Correction: section h6 device code of the initial medwatch report indicates: intermittent loss of power. Section h6 device code of the initial medwatch report should indicate: unexpected shutdown.

Event description:
The customer contacted stryker to report that their device keeps turning off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device keeps turning off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.